Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval could not confirm user's report. The eval found that the uhi-3 worked w/o any problem. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the event could not be conclusively determined.

Event description:
Olympus was informed that during a laparoscopic distal gastrectomy, users experienced the front panel of the uhi-3 was blinking and co2 gas could not be insufflated. The procedure was reportedly completed with another insufflator. There was no pt harm reported.